Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the health care provider (hcp) was attempting to tunnel two extensions using a dual carrier when the distal end of the carrier broke off, leaving the two extensions and the fractured piece of the carrier under the patient's skin on the side of the neck. The hcp made an incision on the side of the patient's neck and was able to retrieve the broken piece of the carrier. The hcp was also able to successfully place the two extensions, and the implant surgery was completed. The patient was taken to recovery without incident. The broken carrier was kept by the medical center and as of this report, has not been returned to the manufacturer for analysis.